Event description:
A customer contacted beckman coulter regarding 2 erroneously elevated accu tnl results from 2 different patients that were generated by the access 2 instrument. The elevated accu tnl result was 7.86ng/ml for patient a. The elevated accu tnl result was 6.86ng/ml for patient b. The accu tnl results for patient a and patient b were reported out of the lab. The customer indicated that the qc and system check ran after the event failed. The customer redrew patient a and ran the patient sample for accu tnl on another instrument in the customer's lab. The repeated accu tnl result for patient a was 0.01ng/ml. The customer reran the original patient b sample on another instrument in the customer's lab. The repeated accu tnl result for patient b was 0.00ng/ml. The customer issued a corrected report for patient a and patient b. The customer indicated that there has been no change to patient treatment taht can be attributed to this event.